Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: patient with perineal fasciitis with streptococcus pyogenes septic shock. Circumstances of discovery of streptococcus pyogenes infection: abdominal pain at d5, strepto a positive during a vaginal sampling. No CPR for the patient. The patient then goes out to follow-up care and is doing well now. Please clarify information which states: ¿at first in resuscitation with daily passage in the operating room (from (B)(6) to (B)(6)) then in the general surgery department with several passages in the operating room ((B)(6) to (B)(6)). ¿ what is meant by this resuscitation? - intensive care unit. Has the patient required multiple surgeries or was patient in a specific area for a length of time? - the required multiple surgeries. Was a medical or surgical intervention necessary? Is the tvt device still implanted? Medical and surgical interventions required, removal of the device on (B)(6). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Please provide surgical findings of mesh removal? What is physician¿s opinion as to the etiology of or contributing factors to this event (infection, perineal fasciitis with streptococcus pyogenes septic shock)? Does the surgeon believe that the ethicon mesh is a cause of infection, perineal fasciitis and septic shock)? Other relevant patient comorbidities/ concomitant medications? Device was removed, it is available for return/evaluation? The patient demographic info: age, weight, bmi at the time of index procedure?

Event description:
It was reported that a patient underwent an unknown gynecological procedure on (B)(6) 2019 and the mesh was implanted. The patient experienced abdominal pain at d5 and perineal fasciitis with streptococcus pyogenes infection and septic shock. It was reported that no CPR for the patient was done. Medical and surgical interventions were required and removal of the device was performed on (B)(6). It was also reported that at first the patient was in intensive care unit with daily passage in the operating room from (B)(6) to (B)(6) then in the general surgery department with several passages in the operating room from (B)(6) to (B)(6). The patient then goes out to follow-up care and is doing well now. Additional information has been requested.